Event description:
It was reported that the coaxial high flow tip fell apart during a procedure and into the surgical site. The tip was removed by hand and a back up device was used to complete the procedure successfully. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the coaxial high flow tip fell apart during a procedure and into the surgical site. The tip was removed by hand and a back up device was used to complete the procedure successfully. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received by manufacturer.

Manufacturer narrative:
The device was not available to the manufacturer for evaluation, therefore, the claimed condition was unable to be confirmed.